Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited high impedance and capture threshold. The lead was explanted and replaced on (B)(6) 2019. There were no patient consequences.

Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during the surgical procedure. The lead was otherwise normal.